Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 06/02/2011 by fax and mail. A completed questionnaire was received on 06/21/2011. (B)(4).

Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported the device did not cause/contribute to the outcome and indicated that possible reason was biometry error due to the patient's past vitrectomy. In a follow-up, the surgical consultant reported a radial keratotomy (rk) was performed and the event continues.